Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the legs of staples were overly protruded when the device was used on the colon with side-to-side anastomosis. Another device was used to complete the case. There were no adverse consequences to the patient. The thickness of the target tissue is thinner than usual. There was no unexpected resistance at the firing. The cartridge height was blue.

Manufacturer narrative:
(B)(4). Damaged staple height selector. Device b and c. Batch# j5ga54, three devices were returned for analysis. Device (a) was received with no cartridge reload loaded in the instrument. The staple selector was noted to be damaged. The device was disassembled to verify the condition of the internal components and the staple height selector detached from adjusting plate and support plate loose. Device (b) was received with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the unlocked position and was fully loaded with staples. The staple selector was noted to be damaged. No functional test was performed. The device was disassembled to verify the condition of the internal components and the staple height selector detached from adjusting plate and support plate loose. Device (c) was received with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the unlocked position and was fully loaded with staples. The staple selector was noted to be damaged. No functional test was performed. The device was disassembled to verify the condition of the internal components and the staple height selector detached from adjusting plate and support plate loose. While no conclusion could be reached as to how the staple height selector became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.